Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips on the prograsp forceps instrument were not clasping together. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported failure mode. The instrument installed on an in-house is3000 system passed grasp testing. Failure analysis investigation also found that following additional damages to the instrument: the grip cable was frayed at the distal idler pulley and frayed strands of cable were sticking out at the wrist. The other cables at the wrist were not damaged. The distal end of the instrument's main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the instrument's main tube were likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's grip cable and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.